Event description:
It was reported after advancing the needle through the sheath dilator into the patient's left atrium, a very small piece of plastic was found on the tip of the needle. There were no reported consequences to the patient.

Manufacturer narrative:
Testing of the returned introducer and dilator confirmed no abnormal resistance was encountered when advancing the brk needle. Dissection of the distal two inches confirmed no evidence of skiving along the inner wall. No visual or functional abnormalities were noted with the returned brk needle. Review of the device history records confirmed, this lot met manufacturing requirements prior to shipment. As no anormalities were found with the returned devices, the cause for the reported plastic on the needle tip remains unknown. (B)(4)